Event description:
It was reported that the no sound was coming from the intellivue mx450 patient monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue.